Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Ten photographs of a groshong nxt catheter were returned for evaluation. An initial visual observation of the photographs showed a groshong nxt catheter in use. The extension leg tubing of the catheter appeared to be damaged; however, there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that, " client applied the catheter on thursday, when on saturday it ruptured. The technical consultant advised the client to have the PICC removed immediately. However, he claims that he can't do without the product and wants it replaced immediately." Additional information received 30 april 2024: "I was taking the medication, I washed it with difficulty in the 10ml syringe in the shape of a puche slowly, when I went to take the medication it just froze, I was doing the norm and what happened yesterday was that it burst and the medication was all over my body. Sample is contaminated with the medication I was taking: fetanyl."

Event description:
It was reported that, " client applied the catheter on thursday, when on saturday it ruptured. The technical consultant advised the client to have the PICC removed immediately. However, he claims that he can't do without the product and wants it replaced immediately." Additional information received 30 april 2024: "I was taking the medication, I washed it with difficulty in the 10ml syringe in the shape of a puche slowly, when I went to take the medication, it just froze, I was doing the norm and what happened yesterday was that it burst and the medication was all over my body. Sample is contaminated with the medication I was taking: fetanyl."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a burst in the extension tubing was confirmed. The product returned for evaluation was one 4 fr s/l groshong nxt clearvue catheter and its attached two-piece connector. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed at the proximal end of the clear extension tubing in the two-piece connector. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 'c' shaped split. ¿ tensile weakness at the fracture site (due to material ballooning prior to burst). ¿ granular fracture surface texture (typical of tearing failure modes). An occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that, " client applied the catheter on thursday, when on saturday it ruptured. The technical consultant advised the client to have the PICC removed immediately. However, he claims that he can't do without the product and wants it replaced immediately." Additional information received 30 april 2024: "I was taking the medication, I washed it with difficulty in the 10ml syringe in the shape of a puche slowly, when I went to take the medication it just froze, I was doing the norm and what happened yesterday was that it burst and the medication was all over my body. Sample is contaminated with the medication I was taking: fetanyl."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.